Event description:
A power source alert 07 was reported by the caller. There was no reported impact to the customer's blood glucose level. The issue was resolved when the caller plugged the charging cable into a wall adapter, and the pump began charging, requiring no further assistance.